Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that a pinhole rupture occurred right after the inflation started. The device was simply removed from the patient's body and the procedure was completed with another of the same device. There were no complications reported and patient's condition was good post procedure.